Event description:
Additional information was received indicating it was noted that this patient was seeing a chiropractor who was using a transcutaneous electrical nerve stimulation (tens) unit at the time of the high out of range shock impedance measurement. Boston scientific technical services noted that the electromagnetic interference (emi) from the tens unit may have contributed to the out of range measurement. The plan is to follow-up and check the lead at the next patient clinic visit. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a high out of range shock impedance measurement. It was noted that the shock impedance measurements have otherwise been very stable in the 80 ohms range. Boston scientific technical services discussed the possibility of the out of range measurement being caused by electromagnetic interference. The plan was to continue monitoring the system. No adverse patient effects were reported.